Manufacturer narrative:
Examination of the electronic history record for this AED (serial number) shows there were warnings and errors present on the AED, specifically pertaining to the battery pack, serial number (B)(4), before this (B)(6) 2019 event. The battery was several years past its expiration date and was not maintained. The battery, after 11 years in service, (first installed on (b)() 2007) was declared depleted by the AED on (B)(6) 2018, and the AED was incapable of charging when shock was advised during the (B)(6) 2019 event. The AED detected and reported the low battery condition however there is no evidence of user interaction to maintain the battery pack prior to its use on (B)(6) 2018.

Event description:
A police department reported that an AED was deployed for a rescue attempt on a male patient and that during the event, the AED advised two shocks, but it did not shock the patient either time. A review of the electronic data files for AED serial number (B)(4) revealed two event files that each contained ECG data and incomplete analysis periods. In both event files, the AED encountered ventricular fibrillation, a shockable rhythm, and appropriately, a shock was advised; however, during charging, the AED powered off prior to completing charging due to a depleted battery pack. Two more incomplete event files occurred shortly after, neither containing ECG data, both caused by the AED powering off due to the depleted battery pack. - hence the reason for this MDR. No additional event data was present.